Event description:
Procedure performed: laparoscopic robotic procedure. Event description: during laparoscopic robotic procedure rubber interior of 15mm trocar detached into the patient's cavity. The object was removed from the patient, the trocar was removed, and both were assessed. It was confirmed that all parts of the defective trocar were removed from the patient. Additional information provided by facility representative on 20 mar 2024 via email: I did sequester this trochar from the or where the issue occurred. I am able to send it to you for review. I am unsure of the exact attachment that was used during the procedure, but what was described to me was that a rubber flange on the trochar fell off into the surgical field. It was immediately retrieved and exchanged. Type of intervention: the object was removed from the patient, the trocar was removed, and both were assessed. It was confirmed that all parts of the defective trocar were removed from the patient. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation. This report is to follow-up mw # 5152221.

Event description:
Procedure performed: laparoscopic robotic procedure. Event description: during laparoscopic robotic procedure rubber interior of 15mm trocar detached into the patient's cavity. The object was removed from the patient, the trocar was removed, and both were assessed. It was confirmed that all parts of the defective trocar were removed from the patient. Additional information provided by facility representative on 20mar2024 via email: I did sequester this trochar from the or where the issue occurred. I am able to send it to you for review. I am unsure of the exact attachment that was used during the procedure, but what was described to me was that a rubber flange on the trochar fell off into the surgical field. It was immediately retrieved and exchanged. Type of intervention: the object was removed from the patient, the trocar was removed, and both were assessed. It was confirmed that all parts of the defective trocar were removed from the patient. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed the complainant¿s experience of seal component separation. The septum, an internal rubber component of the seal, was fragmented. Based on the condition of the returned unit, it is likely that the septum fragmentation was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ this event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as septum fragmentation is unlikely to cause or contribute to death or serious injury. This report is to follow-up mw # 5152221.